Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 270-272 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.